Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm weak battery alarm, unexpected battery out limit alarm, unexpected restart alarm and unable to perform any tests due to motor error alarm. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and an unexpected restart. The stated that they were unable to complete the rewind process. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.